Manufacturer narrative:
(B)(4). Reported as issue could not be cleared by operator. Due to age of device, device will not be replaced. Customer has been advised to remove the device from service.

Event description:
It has been reported the AED is not functioning correctly.